Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during device preparation and prior to use the emboshield nav6 embolic protection device (epd) was flushed in the tray. While forcefully pulling on the bare wire torque device, the epd went into the delivery catheter pod (dc pod); however, the dc pod tip was kinked and damaged. The device was not used. There was no patient involvement. A different device was used in the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided. The return device analysis noted the (dc) pod was separated, 2mm distal to the marker. The dc pod was bunched proximally. The filtration element was returned on the barewire with no damage noted.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The damage to the pod was confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.